Event description:
A report was received from a nurse in the USA of peritonitis which occurred in a home patient (hp) on peritoneal dialysis (pd) therapy. The hp performs pd therapy with dianeal pd2 ambuflex (12 liters nightly), intraperitoneally (ip) for peritoneal dialysis (pd). Recently, extraneal viaflex (2 liters nightly), ip, was added to the patient's pd therapy. The nurse reported the patient had bacterial peritonitis manifested by abdominal pain. The patient was treated for the peritonitis with ancef and fortaz for 7 days (doses, frequencies, and lots not reported). During this time, the patient reported also having hand pain with the skin on the palms of his hands being dry and flaking off (flaking skin to bilateral palms and bilateral hand pain). Treatment with the ancef and fortaz was ended. New treatment for the peritonitis was initiated with tobramycin, 40mg, ip, daily, to continue for 14 days total and oral cipro, 500mg, daily (length of treatment not reported). Therapy with extraneal was temporarily stopped due to the hand pain and flaking skin. At the time of this report, the patient was recovering from the event of peritonitis and dianeal therapy was ongoing. Concomitant medication was not reported. At the time of this report, the events of hand pain, skin on the palms of hands dry and flaking off had resolved. Extraneal was restarted with no further issues. The nurse reported the cause of the peritonitis was unknown. The nurse reported the patient was counseled on proper aseptic technique; however, the patient had not yet had formal re-training. The nurse reported the peritonitis, hand pain, and skin on the palms of hands dry and flaking off, were not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, reviews of manufacturing records for potentially associated lots gd893149 and gd893305 revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. The cause could not be determined.